Event description:
The customer reported there was no audio on the dinamap procare 100 pt monitor due to speaker hardware failure. There was no reported pt injury associated with this event.

Manufacturer narrative:
Investigation revealed the root cause of the failure was due to the speaker being 6 years old and beyond its intended life. According to the speaker manufacturer, jema, the intended life of the speaker is 1-2 years. Speaker assembly was replaced with speaker field replaceable unit (B)(4) and this corrected the problem of no sound.